Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, minor scratches on the display and a worn display.

Event description:
The customer's spouse reported via telephone call that the insulin pump screen was broken and difficult to read. The spouse reported that the transfer guard was also scratched. The spouse was not sure how the damage occurred but stated that the customer wears the insulin pump while working with horses. The blood glucose reading was 163 mg/dl. The spouse reported that the insulin pump was functioning properly other than the display being difficult to read. The customer's spouse was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.